Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product catalog and lot numbers were not reported; UDI unavailable. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2021-00051 and 3008264254-2021-00004. Complaint conclusion: as reported by the field, during a stent-assisted coil embolization of the right internal carotid artery, the stent of a 4mm x 23mm enterprise 2 (encr402312, 6203167) could not advance through the prowler select plus microcatheter (mc). The physician tried and failed, withdrew the stent outside of the patient¿s body. The surgeon pushed the stent, and it was deployed. There was not patient injury reported. The stent was changed to a new one to complete the surgery. No patient injury was reported. Additional information received indicated. The enterprise was able to be removed through the mc. It was also necessary to remove the prowler select plus. No other devices were successfully used with the microcatheter prior to or after the encountered resistance. Nothing was noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. No excessive force was applied to the device. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint of ¿catheter (body/shaft) obstructed with mc loss of cerebral target position¿ could not be confirmed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation/interaction, vessel characteristics and device selection, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a stent-assisted coil embolization of the right internal carotid artery, the stent of a 4mm x 23mm enterprise 2 (encr402312, 6203167) could not advance through the prowler select plus microcatheter (mc). The physician tried and failed, withdrew the stent outside of the patient¿s body. The surgeon pushed the stent, and it was deployed. There was not patient injury reported. The stent was changed to a new one to complete the surgery. No patient injury was reported. Additional information received indicated. The enterprise was able to be removed through the mc. It was also necessary to remove the prowler select plus. No other devices were successfully used with the microcatheter prior to or after the encountered resistance. Nothing was noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. No excessive force was applied to the device.